Manufacturer narrative:
Date of event: discrepancy in aware date and event date. Boston scientific aware date provided was 10jul2020. The date of the procedure provided was (B)(6) 2020.

Event description:
It was reported that tip detachment occurred. An amplatz super stiff guidewire was selected for use in a procedure and during the procedure, the tip detached from the wire while inside the patient. The device was removed from the patient. No patient complications were reported.

Manufacturer narrative:
B3: date of event: additional information confirmed date of event to be (B)(6) 2020. B5: describe event or problem - updated.

Event description:
It was reported that tip detachment occurred. An amplatz super stiff guidewire was selected for use in a procedure and during the procedure, the tip detached from the wire while inside the patient. The device was removed from the patient. No patient complications were reported. It was further reported that the guidewire was used in an aortic stent graft procedure and the lesion was not calcified. The tip of the wire was retrieved using a snare.